Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with blank display due to faulty connectors on interface board. Unable to verify alarms due to blank display. Insulin pump had a cracked lcd window, cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 261mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information is provided.